Event description:
Registered nurse was caring for this baby on the pm shift. The baby needed the nasogastric (ng) tube replaced. When she collected her supplies and measured for placement, she realized that the tubing numbers were reversed. This is a nutra safe, nasogastric tube, 4 french. Lot 081117ff, ref (B)(4), vygon value life. Device was not sequestered and is not available for return.